Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for an infection and subsequently experienced an elevated blood glucose (bg) level of 407 (mg/dl) and diabetic ketoacidosis. Treatment consisted of bolus corrections, insulin pens, fluids and intravenous insulin to stabilize bg levels. Customer was discharged on (B)(6) 2016.